Manufacturer narrative:
Balt USA reference#: (B)(4). 10jun2025: initial information was received regarding this incident. Therefore a reportability evaluation was documented which determined this incident should be reportable based on the information received. Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "an 11-year-old female patient with arteriovenous malformations in the middle cerebral artery, vertebral artery, and left occipital artery parietal lobe. Use glubran 2 liquid glue to embolize the middle cerebral artery. After rinsing with sugar water, inject glubran 2 glue into the distal malformation of the middle cerebral artery using magic 1, 2, f microcatheter. When the glue is pushed out slightly, it is found that the microcatheter has ruptured, and the glue seeps out from the rupture of the microcatheter. Immediately withdraw the microcatheter and select marathon microcatheter to successfully embolize the malformation of the middle cerebral artery. Subsequently, pre embolization was performed on the deformed mass of the parietal lobe of the external carotid artery. The magic 1, 2, f microcatheter was inserted into place through the middle meningeal artery, and glubran 2 liquid gel was injected. With slight force, the gel did not come out of the malformation mass, causing the microcatheter to rupture. Glubran 2 gel seeped out from the opening of the middle meningeal artery and stuck to the microcatheter, which could not be withdrawn. The microcatheter was then forcibly pulled out and ruptured at the distal end of the middle meningeal artery opening. The surgeon was very angry, which resulted in the inability to charge for these two microcatheters and the glubran 2 glue used that day. No patient injury."

Manufacturer narrative:
Balt USA reference # (B)(4). 10jun2025: initial information was received regarding this incident. Therefore a reportability evaluation was documented which determined this incident should be reportable based on the information received. The product analysis was completed by legal manufacturer, balt extrusion. Summary as follows: 2 magic with same lot number returned in their primary and secondary packaging. Magic 1: catheter ruptured at the junction between green and pink tube. The last part of the tube is missing; presence of embolic agent in the magic. Presence of a kink closed to antiplicature hub; magic 2: catheter is entire. Presence of bubble shape on supple white tube; presence of embolic agent; the affected device was returned & was inspected in our quality laboratory. During our analysis, we observed the following points: - catheter is entire. - presence of bubble shape on supple white tube - presence of embolic agent. Additional analysis on the incident description you filled, the post-market surveillance (pms) data, and the internal investigations (lot history record, quality controls, etc.) Have been conducted. Moreover, during the manufacturing process, several tests are performed: - the magic tubes integrity is 100% controlled by visual inspection; - a calibrated gauge 0.20mm is used to control the microcatheters lumen; - all tubes are flushed during the manufacturing process; - the microcatheters magic are 100% controlled with a 7 bars pressure test and 2 samplings are tested till bursting; - a protective mandrel is inserted inside the microcatheter's lumen before its insertion within a protective dispenser. Based on the above data, we could could link the issue with an overpressure during the injection of the empbolic agent. As indicated on the label and in the instructions for use: "never surpass the maximum working pressure of use of 7 bars/100 psi as indicated on the label. Never infuse with a syringe smaller than 2,5 ml (piston diameter smaller than 10 mm). At the slightest resistance during injection, immediately stop the injection and pull out the microcatheter".) Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00529599 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "an 11 year old female patient with arteriovenous malformations in the middle cerebral artery, vertebral artery, and left occipital artery parietal lobe. Use glubran2 liquid glue to embolize the middle cerebral artery. After rinsing with sugar water, inject glubran2 glue into the distal malformation of the middle cerebral artery using magic1,2,f microcatheter. When the glue is pushed out slightly, it is found that the microcatheter has ruptured, and the glue seeps out from the rupture of the microcatheter. Immediately withdraw the microcatheter and select marathon microcatheter to successfully embolize the malformation of the middle cerebral artery. Subsequently, pre embolization was performed on the deformed mass of the parietal lobe of the external carotid artery. The magic1,2,f microcatheter was inserted into place through the middle meningeal artery, and glubran2 liquid gel was injected. With slight force, the gel did not come out of the malformation mass, causing the microcatheter to rupture. Glubran2 gel seeped out from the opening of the middle meningeal artery and stuck to the microcatheter, which could not be withdrawn. The microcatheter was then forcibly pulled out and ruptured at the distal end of the middle meningeal artery opening. The surgeon was very angry, which resulted in the inability to charge for these two microcatheters and the glubran2 glue used that day. No patient injury".